Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient switched to the backup driver without any adverse impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The alarm history was reviewed and revealed an alarm condition that can be created as a result of inadequate voltage from the external power supply. The customer did not report if the driver was connected to mains power at the time of the experience. The ac power supplies assigned and/or used by the patient were not returned for evaluation. The driver passed all functional test acceptance criteria requirements. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient switched to the backup driver without any adverse impact.